Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan results on the adc device in comparison to unspecified readings on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer felt very low on sugar, so they self-treated with glucose. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, scan results of 280 mg/dl and 300 mg/dl on the adc device was compared to glucose readings of 50 mg/dl and 60 mg/dl from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 10 days. However, it is unknown when these readings were obtained in relation to the reported medical event.